Manufacturer narrative:
Upon follow up it was reported antibiotic therapy with ceftazidime and ciprofloxacin was discontinued 20 days after initiation and the patient was recovered from this peritonitis event the same day. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was reportedly due to a ruptured drain bag; however, the drain bag is not considered to be part of the sterile fluid pathway, therefore it would not pose a risk of harm or injury to the patient, therefore, the cause was unknown. On the same day as the event onset, the patient manifested cloudy effluent. The patient was not hospitalized for the event. The patient¿s ¿cavity was drained¿ and was started on prophylactic treatment of intraperitoneal cephalothin (1g every fourth day) and intraperitoneal amikacin (100mg every fourth day) for peritonitis. Three days after the event onset, after the culture was reported, the antibiotic treatment was changed to intraperitoneal ceftazidime (dose, frequency, and duration not reported) and oral ciprofloxacin (500mg; frequency and duration not reported) for peritonitis. Dianeal therapy remains ongoing. At the time of this report, the patient remains on ceftazidime and ciprofloxacin and has not recovered. No additional information is available.